Manufacturer narrative:
Inspection and testing found dirt around the forceps elevator due to insufficient cleaning. In addition, the objective and light guide lenses were cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue), the adhesive on the bending section cover was detached, the connecting tube was dirty, the forceps channel port was shaved, the light guide cover glass was dirty, the universal cord was deformed, the grip had a crack, the image guide protector had a cut, the distal end was dirty, angulation in the up/down direction was less than standard due to wear of the angle wire, the play of the up/down and right/left knobs was out of standard due to wear of the angle wire, water removal function did not meet standard value due to clogging of the nozzle, there was a dent in the distal end, the scope identification was not displayed due to damage on the scope identification cable, error code e315 (scope error) was displayed due to dirt on the terminals in the electrical connector, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that, during the incoming inspection at the olympus service center, foreign material was found on the forceps elevator of the scope. The device is a loaner unit that was returned from a customer facility with no complaint. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficient reprocessing could not be determined at this time. Olympus will continue to monitor field performance for this device.